Manufacturer narrative:
H.6 investigation summary. Material #: 364416. Lot/batch #: 2152474. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for air bubbles was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and the issue of air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using the bd preset¿, air bubbles were present in one of the syringes. No patient impact or injury reported.

Event description:
It was reported that when using the bd preset¿, air bubbles were present in one of the syringes. No patient impact or injury reported.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6) h.6 investigation summary: material #: 364416 lot/batch #: 2152474 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10